Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with the tumescent infiltration pump. The customer states the device is not pumping. No reported pt issue.